Event description:
Allegedly, the stem has no porous coating on it and it was implanted. This was determined as part of an internal mpo risk assessment (r22040001) linked to a previous complaint investigation (incident 22040055). No serious injury has been confirmed, however there is a potential risk of serious injury.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.